Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had return/advanced parkinson's symptoms including stiffness and freezing which had started in (B)(6) 2015. Additional information received reported that the battery was replaced in (B)(6) and had resolved the patient issue. No further information was available.